Event description:
A customer reported experiencing multiple cgm error 42s on their pump. There was no adverse impact to the customer¿s blood glucose level. The customer was to use a backup insulin pump to ensure continuous insulin delivery.